Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (cartridge alarm 19) occurred during the load process. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.